Event description:
It was reported that mulitiple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.